Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that at implant it was difficult to retract the lead helix and it took an unacceptable amount of turns to do so. The lead was successfully positioned and remains in use. No patient complications have been reported as a result of this event.